Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving lioresal (baclofen) via an implantable pump. It was reported that the patient went to the emergency room due to a lumbar incision with drain age. A CT of the abdomen showed fluid collection. Cerebrospinal fluid was noted to be in the pump pocket. An open deep abscess was noted. On (B)(6) 2025 the participant underwent surgical procedure for wound wash out, fluid aspiration from the pocket and wound reclosure. The catheter was removed and the existing catheter was reinforced. Valsalva was done to ensure that there was no spinal fluid leak. Fibrin glue was sprayed over the existing and prior catheters' exit site. On (B)(6) 2025, participant was discharged home in stable condition. The issue was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2025; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.